Event description:
It was additionally reported that the patient experienced pain at the wound postoperatively. The patient had an onset of psychiatric symptoms thought to be related narcotics administered for the pain. There was no history of cerebral infarction caused by the device. On (B)(6) 2024, the patient experienced postoperative aspiration pneumonia. The infection was treated with drug therapy and was not thought to be device related. The patient also experienced respiratory failure due to the pneumonia, which was not thought to be device related, and they were intubated. However, bacteremia and pneumonia worsened. On (B)(6) 2024, the patient experienced renal dysfunction. Dialysis was administered for 38 weeks, and a maximum creatinine of 4.36 mg/dl was noted. The renal dysfunction was not thought to be device related as the patient did not have history of hemolysis, and the pump was operating normally. Renal dysfunction due to antibiotics was considered. Despite antibiotic treatment, on (B)(6) 2025, the patient developed septic shock due to sepsis, experienced a drop in blood pressure, did not respond to vasopressors, and died with respiratory arrest and dilated pupils. Although the reason for hospitalization was the deterioration of the condition due to pump infection, there was no direct causal relationship with device malfunction. The patient passed away due to infection progression on (B)(6) 2025.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2024 it was noted that the patient's bacterial driveline infection continued even after pump exchange. Surgery and drug therapy were performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues that would have contributed to the reported infection, sepsis, multi-system organ failure, psychiatric symptoms, and subsequent patient outcome. Further, a specific cause for the reported events, as well as a direct correlation to (B)(6), could not be conclusively established through this evaluation. (B)(6) was returned assembled with the pump cable intact. The modular cable was not returned. Approximately 0.25¿ of the outflow graft was returned attached to the pump cover outlet port. An additional portion of the outflow graft measuring approximately 2¿ was returned attached to the tissue surrounding the internal portion of the pump cable. The outflow graft bend relief was not returned. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the returned pump, visual examination of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device event and periodic log files retrieved from the returned device captured low flow values on (B)(6) 2025 that appeared to be associated with the patient's expiration. The pump appeared to function as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. A and the heartmate 3 lvas patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (local, driveline, and pump pocket), sepsis, respiratory failure, renal failure, and psychiatric episodes, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection and psychosocial issues as potential late postimplant complications. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a2: patient age corrected. Section b2: outcomes attributed to adverse corrected. Section g2: report source corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues were reported. It was reported that the patient was implanted on (B)(6) 2024. The infection had resolved prior to implant. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no issues have been reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. A is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's infection continued on (B)(6) 2023. Patient's infection is covered in MFR # 2916596-2023-07637.

Event description:
The onset date of the major pump pocket infection and the major pump interior infection was (B)(6) 2024. The onset of the first positive blood culture was (B)(6) 2025.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.